Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative the right ventricular (rv) lead exhibited no capture in the right ventricle. Chest x-ray showed the rv lead had dislodged and was in the atrium. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.